Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/20/2013: the device was returned to animas and evaluated by product analysis on 07/24/2013 with the following results: testing did not confirm the complaint; no lines were seen in the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that there were lines through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.